Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('patient underwent a pelvic ultrasound that showed possible migration of the essure to the myometrium') and device expulsion ('patient underwent a pelvic ultrasound that showed possible migration of the essure to the myometrium') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (laparoscopic robotic assisted hysterectomy with bilateral salpingectomy, cystoscopy and removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device expulsion and pelvic pain outcome was unknown. The reporter considered device expulsion, embedded device and pelvic pain to be related to essure. The reporter commented: patient underwent a pelvic ultrasound that showed possible migration of the essure to the myometrium. 8 coils were found on the right side and 3 coils found on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2018: possible migration of the essure to the myometrium.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received: reporters were added. Lab test was added. Medical device removal was updated with embedded device and one new event device expulsion and pelvic pain was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of embedded device ('patient underwent a pelvic ultrasound, that showed possible migration of the essure to the myometrium') and device expulsion ('patient underwent a pelvic ultrasound, that showed possible migration of the essure to the myometrium'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (laparoscopic robotic assisted hysterectomy with bilateral salpingectomy, cystoscopy and removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device expulsion and pelvic pain outcome was unknown. The reporter considered device expulsion, embedded device and pelvic pain to be related to essure. The reporter commented: patient underwent a pelvic ultrasound, that showed possible migration of the essure to the myometrium. 8 coils were found on the right side. And 3 coils found on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis: on (B)(6) 2018, possible migration of the essure to the myometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.